Manufacturer narrative:
The complaint of leaks on item ch2000s-c cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The lot history for lot# 13992665 was reviewed, and non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The event occurred on 22-jul-2024 to 25-jul-2024 and involved a spinning spiros® closed male luer, red cap where it was stated that the product was leaking with a medication of etoposide. It was reported that etoposide in epoch (etoposide, vincristine, doxorubicin) continuous infusion dispensed with primary plum set tubing w/ 0.2-micron filter became detached at the site where the primary tubing and the spiros connect. This caused leakage of patient blood and chemo. The spiros remained attached to the patient¿s portacath but the primary tubing was detached and leaked chemo on the floor and bed. Leak was estimated at 30ml, mixture of blood and chemotherapy. Code orange (hazardous spill) was called in the hospital. There was patient involvement, no patient harm but there was a delay in therapy because they needed to stop due to leakage.